Manufacturer narrative:
A visual examination of the complaint device revealed that the gauge needle was reading at 2 atm. Functional examination was carried out and the gauge needle did increase as pressure was increased while performing the gauge leak test. However, when pressure was released the gauge needle returned to 2atm not to 0atm. Based on the condition of the returned device, the reported failure of gauge reading inaccurate was confirmed. It is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. This failure likely occurred due to handling of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal balloon dilatation procedure in the upper digestive tract performed on (B)(6) 2014. According to the complainant, during the preparation, the needle of the gauge was pointing at 2 atmosphere when it was unpacked. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal balloon dilatation procedure in the upper digestive tract performed on (B)(6) 2014. According to the complainant, during the preparation, the needle of the gauge was pointing at 2 atmosphere when it was unpacked. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.